Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. During the device evaluation, it was confirmed that the image flickered due to a faulty printed circuit board, however the endoscopic image was still able to be recognized. Therefore, based on the results of the investigation a final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation determined that the outer frame was rusted, the light guide socket was slightly worn and loose, and the electrical cable and connectors were faulty. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use, flat interface failure and intermittent image on the video system center. The procedure was completed using a similar device. There were no reports of patient harm associated with this event.